Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a band ligation procedure in the esophagus on (B)(6) 2013. According to the complainant, the bands would not deploy. No damage was noted to the device, or the device packaging. There was no reported difficulty assembling the device onto the scope. The device handle was able to turn properly. Another speedband supeview super 7 device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
A visual examination of the device found the trip wire properly cinched, and the wire was wound around the handle. The trip wire had been cut, most likely to remove the device from the scope. All seven bands were loaded on the ligator head. Six of the bands were partially deployed, and the ligator head teeth were damaged. Failure to tighten the trip wire could ultimately impact the deployment activity of the bands. It cannot be confirmed that the trip wire was not secured properly during use; therefore, the most probable root cause was not able to be determined. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a band ligation procedure in the esophagus on (B)(6) 2013. According to the complainant, the bands would not deploy. No damage was noted to the device, or the device packaging. There was no reported difficulty assembling the device onto the scope. The device handle was able to turn properly. Another speedband supeview super 7 device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.